Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Android / Android Galaxy S21 5G / 2.8 / Android 16.

Event description:
It was reported that pump battery would not charge and a power source alert appeared before caller contacted support. There was no reported impact to the customer¿s blood glucose level. Customer changed charging cable, after which pump began charging, and technical support advised against using non-Tandem charging supplies, arranged replacement charging supplies, and provided no further assistance once issue resolved.